Manufacturer narrative:
At this time, information regarding the exact erbe equipment involved in the lavh procedure has not been provided. Additionally, the involved erbe products have not been made available for an evaluation. Therefore, no investigate work is possible. If the equipment is evaluated and problems are found that would have caused or contributed to reported event, a follow up report will ensue.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic assisted vaginal hysterectomy (lavh). The esu was used with an erbe lap biclamp (part number 20195-148, lot number information not provided). Per the patient's lawyer, the patient's urinary bladder leaked and there was a fistula upon the procedure. Over the course of the next year, the patient had several hospitalizations and treatments (i.e., catheterization, surgery to repair the fistula, etc.). Again according to the lawyer, the patient was told that the doctors are of the opinion that parts of the bladder and uterus were damaged by a stitch from the procedure and that a burn had occurred during the procedure caused by a malfunction of the equipment. The esu was distributed to a medical facility in (B)(6).